Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient stated "I don't think my device is working right. My blood pressure has been up and down and lot of defibrillation going on." The device was reprogrammed and the patient's condition was noted to have improved. The device remains in use. No patient complications have been reported as a result of this event.